Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached over 500 mg/dl and was addressed with a manual injections and correction bolus; cause was unknown. Customer over fills cartridges and does not perform proper air removal technique. Customer declined troubleshooting with tandem technical support.